Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat an atrial fibrillation a faradrive steerable sheath was selected for use. During preparation it was noted that the dilator tip was visibly damaged. The sheath and dilator were replaced. The procedure was completed without patient complications. The device is expected to be returned.